Event description:
On (B)(6) 2009, the patient reported that the check button of her infusion device is "getting stuck" and the button is "really difficult to push." She stated that once she pressed the button it seems "loose." She noticed this issue 12-14 days ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.